Event description:
It was reported about 2 weeks after implant there were coupling and communication issues while recharging. Only a "couple" bars out of a total of 8 could be obtained. The device pocket still had some swelling present, so the patient was going to wait a couple weeks to see if the issue resolved. Later it was reported the device pocket was too deep, and therefore the patient could not recharge the device. The device was replaced with a nonrechargeable stimulator. No patient outcome was reported.

Manufacturer narrative:
Product ID 37752 serial# (B)(4) product typ recharger, product ID 37743 serial# (B)(4) product typ programmer, patient, product ID 3708240 serial# (B)(4) implanted: 2008-(B)(6) product typ extension, product ID 3487a lot# j0016001v implanted: 2000-(B)(6) product typ lead, product ID 3487a lot# j0016001v implanted: 2000-(B)(6) product typ lead. (B)(4).